Event description:
Information was received that the device was explanted and that the user was re-implanted with a bone conduction implant. Per additional information received, the user couldn't access sound at the first fitting and so he didn't wear the audio processor.

Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device malfunction which can explain the reported recipient performance problem present before explantation. Damages found are most likely attributable to the explantation surgery. The reported problems of insufficient auditory perception appear to be related to an insufficient mechanical device coupling to the round window, which might have occurred as consequence of a post-operative fmt migration. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user couldn't access to sound at first fitting and so didn't wear audio processor. Bilateral hearing was requested and therefore the device was explanted and the user was re-implanted with a bone conduction implant.